Event description:
I began getting sick two years after I had breast augmentation. The implants were mentor 250cc silicone under the muscle. I suffered severe back and hip pain making it hard to exercise. I had three endoscopes because of chronic reflux issues. I developed sternum pain that was so bad, I had to see a cardiologist and they ran several tests. I've had severe migraines and neck pain that led me to MRI's, chiropractors and physical therapist. I was diagnosed with fibromyalgia by well respected drs at the (B)(6) clinic because of the chronic pain I endured. I developed bladder pain and frequency in the last several months, so I had a cytoscopy. When that didn't help, the urologist suspected interstitial cystitis. I recently had a large panel of blood work completed which showed several chronic autoimmune diseases and low vitamin levels. I will probably have to take supplements for the rest of my life to combat the heavy metals that invaded my body for nine years. I did not have one health issue before implants and none of them were in my head.